Manufacturer narrative:
(B)(4). The device was received for evaluation. Review of the event log identified the increased intra-peritoneal volume (iipv) event. The cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the min. Drain volume threshold. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 00:33:01. During night drain cycle five, the patient's ultrafiltration reading was 1276ml, indicating the home patient (hp) drained 1276ml more than their maximum programmed fill volume of 2000ml. No additional information is available.